Manufacturer narrative:
Product complaint (B)(4) . The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with product analysis: as reported by the field, during a mechanical thrombectomy, the physician flushed an embotrap ii 5x33 revascularization device (et007533, 20k041av) with saline and took the stent from the dispense hoop. It was observed that the top wire of the embotrap was bent. The device was not used on the patient. The physician switched to a new device to complete the procedure. There was no injury reported. No excessive force was applied to the device. The device was stored, handled, and prepped per the instructions for use (IFU). There was no damage noted to the packaging. There were no procedural delays due to the event. Photographs were provided. Review of the provided photographs showed possible deformation of the distal radiopaque coil of the embotrap device, however it not possible to determine that this is actual damage to the device or an acceptable curve on the tip. There was no further damage or deformation on the embotrap device visible in the photograph provided. There was no evidence of damage or deformation present on the outer cage or inner channel. The presence and condition of the radiopaque gold markers could not be confirmed. A section of the proximal radiopaque coil was visible, and the condition of this section showed no evidence of damage or deformation. The condition of the adhesive bonds and fillets could not be confirmed. The device shaft and insertion tool were not visible in the photograph provided; therefore, the condition of these components could not be confirmed. The cause of the potential deformation present on the distal coil cannot be ascertained from the information provided. The initial examination of the returned embotrap device identified evidence of minor damage to the distal tip of the device. No further damage or deformation of the device was noted. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and sample 0.021¿ microcatheters. The returned embotrap device was successfully delivered to the distal tip of a sample headway 21 and prowler select plus microcatheter with no issues. The returned embotrap device shows evidence of minor deformation to the distal tip of the device. No further damage or deformation to the device was identified. The returned embotrap device was successfully passed through a 0.0195¿ inspection tube and delivered to the distal tip of two sample 0.021¿ microcatheters, indicating the returned device is compatible with 0.021¿ microcatheters. The minor deformation present on the returned device is consistent with poor handling of the device, but the cause and when the damage occurred cannot be confirmed. The damage present was confirmed to be cosmetic only and poses no risk to device functionality or patient safety, as demonstrated through the delivery assessments carried out using the returned device and sample 0.021¿ microcatheters, where delivery was successful, and no further damage was caused through use of the device. The review of the provided photographs indicates there is possible deformation of the distal radiopaque coil present on the embotrap device. No further evidence of device damage was observed on the embotrap device. The complaint event cannot be confirmed from the information provided. The device was discarded; therefore, no further investigation can be performed. A device history review of the manufacturing documentation associated with this lot 20k041av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The instructions for use (IFU) recommend to inspect the device upon removal from packaging to verify that it is undamaged. Warns not to use a product that has been damaged in any way. If damage is detected, replace with another embotrap that is not damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomy, the physician flushed an embotrap ii 5x33 revascularization device (et007533, 20k041av) with saline and took the stent from the dispense hoop. It was observed that the top wire of the embotrap was bent. The device was not used on the patient. The physician switched to a new device to complete the procedure. There was no injury reported. No excessive force was applied to the device. The device was stored, handled, and prepped per the instructions for use (IFU). There was no damage noted to the packaging. There were no procedural delays due to the event. Photographs were provided.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, the physician flushed an embotrap ii 5x33 revascularization device (et007533, 20k041av) with saline and took the stent from the dispense hoop. It was observed that the top wire of the embotrap was bent. The device was not used on the patient. The physician switched to a new device to complete the procedure. There was no injury reported. No excessive force was applied to the device. The device was stored, handled, and prepped per the instructions for use (IFU). There was no damage noted to the packaging. There were no procedural delays due to the event. Photographs were provided. Review of the provided photographs showed possible deformation of the distal radiopaque coil of the embotrap device, however it not possible to determine that this is actual damage to the device or an acceptable curve on the tip. There was no further damage or deformation on the embotrap device visible in the photograph provided. There was no evidence of damage or deformation present on the outer cage or inner channel. The presence and condition of the radiopaque gold markers could not be confirmed. A section of the proximal radiopaque coil was visible, and the condition of this section showed no evidence of damage or deformation. The condition of the adhesive bonds and fillets could not be confirmed. The device shaft and insertion tool were not visible in the photograph provided; therefore, the condition of these components could not be confirmed. The cause of the potential deformation present on the distal coil cannot be ascertained from the information provided. The review of the provided photographs indicates there is possible deformation of the distal radiopaque coil present on the embotrap device. No further evidence of device damage was observed on the embotrap device. The complaint event cannot be confirmed from the information provided. The device was discarded; therefore, no further investigation can be performed. A device history review of the manufacturing documentation associated with this lot 20k041av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The instructions for use (IFU) recommend to inspect the device upon removal from packaging to verify that it is undamaged. Warns not to use a product that has been damaged in any way. If damage is detected, replace with another embotrap that is not damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.